Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. We completed a good faith effort to obtain the information. Because the upn and lot number are unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of the two spyscope ds ii used together with the spy ds controller during the same procedure. It was reported to boston scientific corporation that a spy ds controller and the two spyscope ds ii were used during a cholangioscopy procedure performed for the treatment of stricture on an unknown date. During the procedure, the spyscope ds ii did not display an image. A second spyscope ds ii was then used, but the image still failed to appear. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Event description:
Note: this report pertains to one of the two spyscope ds ii used together with the spy ds controller during the same procedure. It was reported to boston scientific corporation that a spy ds controller and the two spyscope ds ii were used during a cholangioscopy procedure performed for the treatment of stricture on an unknown date. During the procedure, the spyscope ds ii did not display an image. A second spyscope ds ii was then used, but the image still failed to appear. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. Additional information received on february 3, 2026. The cholangioscopy procedure took place on (B)(6) 2026. Both scopes were tested with another spy ds controller and functioned as intended.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. We completed a good faith effort to obtain the information. Because the upn and lot number are unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h2: additional information block b5 (describe event or problem) additional information was received that both spyscope ds ii were tested with another spy ds controller after the event and functioned as intended. As there is no reportable allegation against the spyscope devices and there was no serious injury, boston scientific no longer considers this to be a reportable event. The reportable event is complaint captured under the spy ds controller with emdr report# 3005099803-2026-00430. Correction to block b3 (date of event). Correction to block e1 (initial reporter zip/post code). Based on the available information, the investigation concluded that the reported event of no visualization could not be confirmed. Without a product returned, no product analysis could be conducted. A review of the manufacturing documentation for this device was unable to be performed as the device upn and lot number are unknown. The device was not returned; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the available information, the most probable root cause of the reported event is unable to exclude device problem.